Manufacturer narrative:
(B)(4). Date sent: 1/31/2024. D4 batch #: unknown. Additional information was requested and the following was obtained: what type of fistula was it? Vesicovaginal fistula. Were there any device issues and/or deficiencies during the original procedure? No. Were there any thermal injuries during the original procedure? If so, how were they addressed? No. How was it determined that the fistula was due to the thermal injury? Time, mechanism, site of injury. Furthermore, during the procedure we noticed that the tweezers exhibited greater thermal energy dissipation in the tissue than we have ever experienced with the use of the same device. Why does the surgeon believe that the device caused or contributed to the thermal injury and/or fistula? We noticed that the tweezers exhibited greater thermal energy dissipation in the tissue than we have ever experienced with the use of the same device. How was the fistula treated? With laparoscopic surgical treatment is the device available for investigation? No. What is the patient¿s current status? In recovery. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that 21 days after a hysterectomy the patient had a fistula due to a thermal injury.